Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. A guidewire was successfully advanced through the catheter and deployment of the array was tested and found to be without defect. Next, they tested the irrigation of the catheter and found that there were no problems with irrigation while the catheter was undeployed. However, when in the array was in the basket or flower position irrigation was not possible. The catheter was dissected and kinks in the irrigation tubing were noted. The reported allegation of irrigation failure was confirmed, and the most likely cause was a manufacturing deficiency. The kinking and stretching observed in the flush lumen were likely due to a mismanagement of the flush lumen during the manufacturing process.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter stopped flushing through the flush port while in flower. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter stopped flushing through the flush port while in flower. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.